Event description:
The patient had an inr of 2.0 on the inratio meter. The patient was bleeding from the mouth, so the nurse did a lab draw immediately. The lab result came in >6.0 and the patient was admitted to the hospital. The patient's inr came down to 3.0 and patient was discharged from the hospital 4 days later and is in stable condition. The nurse agrees that there might be other issues involved here as the patient has other health issues.

Event description:
The pt had an inr of 2.0 on the ratio meter. The pt was bleeding from the mouth, so the nurse did a lab draw immediately. The lab result came in >6.0, and the pt was admitted to the hosptial. The pt's inr came down to 3.0 and she was discharged from the hospital 4 days later and is in stable condition. The nurse agrees that there might be other issues involved here as the pt has other health issues.